Event description:
It was reported by the rep the device was used for a saphenous vein harvest. It was reported the device failed to fire properly. The staples would not form properly and would not release from the jaws of the stapler. A second pmw55 was opened and the same thing happened. A third pmw55 was opened and worked properly. There is no consequence to the pt.